Event description:
Covidien rec'd info stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the graphic user interface (gui) to breath delivery unit (bdu) cable. The ventilator passed all testing. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).